Manufacturer narrative:
The full name of the initial reporter: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found a leak at the right angle connector to the high pressure helium regulator. The stm then replaced the helium tubing assembly and the iabp passed all calibration, functional and safety tests. It was then returned to the customer and cleated for clinical use.

Event description:
It was reported that during daily checks performed by the customer it was discovered that the cardiosave intra-aortic balloon pump had a helium leak. No patient involvement or adverse event was reported.